Event description:
The customer reported a no delivery alarm from the insulin pump during prime. The customer reported changing infusion sets and resolving the alarm. The customer was advised to discontinue use of the infusion set and to return it for analysis and a replacement. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
One opened and or used reservoir was inspected and no anomalies were found. Occlusion test was performed and not occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.